Event description:
It was reported that the ilet user experienced a low blood glucose of 43 mg/dl and noted having been on the fill tubing screen with the infusion set connected, after which a nurse assisted with disconnecting and 2.2 units of insulin were confirmed pushed through the tubing. This represented an improper procedure involving the tube component and the event was addressed with troubleshooting and education. Symptoms included hypoglycemia and confusion or disorientation. Outcomes included a serious injury or illness requiring medication intervention in the form of oral glucose, and glucose began to rise by the end of the interaction. Investigation included communication with the user and caregiver, and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem associated with the tube and an incorrect method during fill tubing while connected. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.